Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequently, after the initial was filed it was noted after the delivery system balloon ruptured the stent had partially deployed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous unspecified lesion. After rotablation, the lesion was pre-dilatated with a 2.0 high pressure balloon. A 2.50x18mm xience skypoint stent delivery system (sds) once at the lesion during deployment the balloon ruptured at 5 or 6 atmospheres. Another 2.5 high pressure balloon was used and dilated the stent followed by another 2.7 high pressure balloon to post dilate. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.